Event description:
Customer reported that the et tube was removed from packaging and cuff tested with 10mls of air in preparation for intubation. Cuff leak was identified therefore a different tube was used for intubation instead. Customer confirmed this was identified during pretesting of the cuff.

Manufacturer narrative:
The sample associated to this report is currently in transit to the mfg site for analysis. (B)(4).